Manufacturer narrative:
(B) (4).

Event description:
It was initially reported that the patient's device stopped working and she had a recurrence of urinary symptoms as well as "bad impedances". See MFR 3004209178201002331. It was further reported that the lead disconnected from the port. The pt had a return of symptoms about "a month ago". The pt saw the company representative and also her physician and the settings were changed so that it was all going to "one lead". This did not help with her symptoms. The pt was told that the lead would have to be replaced; it was unknown if the neurostimulator would also be replaced. The patient's device was turned off. Follow up information from the healthcare professional indicated that there were no other interventions performed. However, it was noted that the pt did need surgical exploration. She was unsure of the patient's status and did not have a follow up appointment scheduled. Further information was requested.